Event description:
It was reported that the patient received a vibratory alert for device going into back up mode. The patient experienced phrenic nerve stimulation due to the high output and lv configuration. A device download was successfully performed and the device was restored. The patient was in good condition.